Manufacturer narrative:
H3: product analysis # (B)(4):equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0165¿ mandrel drawing(s) referenced: dwgs105-5091-150 rev. Bb as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch and within an opened echelon-10 inner pouch. The unknown micro guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal ~3.0cm of the micro catheter appears to be shaped (figure d). The catheter was found melted at the proximal marker band (figure e) and at ~1.3cm form the distal end (figure f). The distal tip and distal marker band were found ovalized (figure h). The tip was found kinked proximal to the distal marker band (figure g). The catheter wall was found thinning and with a small puncture at the thinning/kinked location. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~156.0cm and the usable length was measured to be ~1 48.1cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end and the ruptured end. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the damaged tip location. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed. In addition to the puncture, the catheter was found with portions of the shaped tip melted. These damages are indicative of damage due to potential improper steam shaping. Possible examples are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds,) or removing the shaping mandrel prior to the catheter cooling. The catheter wall was also found thinning at the punctured location, potentially due to the steam shaping, or due to the kinking. The thinning catheter wall would have contributed towards the puncture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the assembly of the system, the micro-guidewire was passed through the distal side wall of the echelon 1 0 micro catheter. The catheter was prepared as indicated in the instructions for use, and there was no friction or difficulty during the insertion of the guidewire. It was reported catheter puncture (guidewire/stylet) occurred in the distal section. No other damage to the catheter or kink on the guidewire was noted. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the catheter puncture was not determined.